Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition, with no signs of external damage. Primary audible alarm post error found in pump event history log. During functional testing using the power up process, the reported issue was unable to be duplicated.the root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that the smiths medical medfusion 3500 pump exhibited an acu watchdog alarm on opening. Per reporter, the alarm was resolved and subsequently when in use with a patient the alarm recurred. No adverse patient effects were reported.